Event description:
User reported uterine perforation.

Manufacturer narrative:
User error resulted in a breach in the integrity of the uterine wall. Novasure cavity integrity assessment test indentified the perforation and prevented user from conducting the ablation, therefore, avoiding complication. Endometrial ablation procedure was not conducted. No additional surgical interventions and/or prolonged hospital stay required. Novasure device performed as intended.